Event description:
The customer experienced an issue with results for a sample aliquoted by the modular preanalytic analyzer (mpa). The results for the sample on two days were different and were provided as "(B)(6) an hbs <2 and on the (B)(6) an hbs at 116, other results are impacted but this one is the most impactant." It was unknown what analyzer tested the patient samples and generated the results. The customer thinks they may have mixed labeling and the two tubes could have had the same label. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. Reagent information including lot number and expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received that the date received by manufacturer was actually 07/13/2015. The instruments involved were provided as "cobas c501, cobas e601". The results were reported outside the laboratory. The patient was "called back to make new sample." The patient was not adversely affected. A specific root cause could not be identified. Additional information for further investigation was requested but not provided. Based upon the information provided for investigation, the device was performing within specification.